Manufacturer narrative:
(B)(4). Device evaluation: 1 unit of lot c1581183 of echo-hd-22-ebus-o-c involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation: n/a document review including IFU review: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1581183 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1581183. The instructions for use, ifu0109-6 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. It is possible that the difficulty puncturing (advancing needle) due to a distal kink, this kink may have occurred on removal of device from packaging due to slight mishandling or during set up and insertion of needle into scope. From additional information provided "was the device damaged in packaging before removal? No, it was intact" summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
While using the ebus needle it was cited that it was difficult to puncture the lymph node, so the user pulled the needle and noticed that it was angulated, they had to pull all the system out to continue the procedure. Physician's comments: once in position, it was so difficult to get the needle out of the sheath to puncture the lymph node. So, we took the whole needle out, tested it, and went in once again. We managed to puncture the mucosa but noticed that the needle was angulated, and we were unable to get it back into the sheath. The user pushed out the outer sheath to protect the scope and withdrew the needle and the whole system (scope + needle) was taken out of the patient's respiratory tract. Then we pushed the needle out, cut the angulated tip and retrieved the needle out of the scope. A section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. They used another ebus needle. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). The bend is at the distal end of the needle the targeted area is the lungs. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. The lymph node is located at the lower mediastinal area. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? A new needle was opened and used. Was the device used in a tortuous position? No, it was a straightforward position are images of the device or procedure available? The whole needle is preserved for checking. Was the device damaged in packaging before removal? No, it was intact. Was the device damaged on removal from packaging? No. Was force required to remove the device? For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? The operator had to remove the scope out of the patient's respiratory system, with the needle retracted towards the tip of the scope. Then he asked to cut the tip of the needle to be able to remove it. Ebus bf-uc260fw fujinon. Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? The issue is noted while attempting to puncture the targeted area. Was the syringe used during the procedure, after the stylet was removed? No. Was difficulty experienced while retracting the needle? Yes. The needle was not retracted out of the scope, to avoid damaging it, the needle had to be cut after retrieving the whole system. Was it possible to fully retract before removing the needle from the patient? Was gaining access to the target site difficult? The targeted site was not difficult to attend. The needle was not fully retracted was the endoscope in a flexed or twisted position at any time during the procedure? No. Was puncture of the target site difficult? Was the stylet partially removed when advancing into the target site? No. How many samples were obtained with this needle? 22. Did any section of the device detach inside the patient? None and nothing was detached inside the patient if the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No kinks at all. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. If the device is a procore, is the kink located distally at the notch / core trap? No kink was noticed.